Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the aligners are so tight I feel like my teeth will break off. I also ordered nighttime aligners but received the 22-hour aligners instead. On (B)(6) 2024 I'm experiencing a level 10 pain, discomfort, ill-fitting aligners, loose teeth, jaw discomfort, and tongue thrust. My jaw locks in place. I have excruciating headaches. I cannot wear the aligners two nights in a row. The only reason I keep trying is because you won't refund my hard-earned money. I've asked and asked. I won't keep going through this. I've really had enough. Later on (B)(6) 2024 I am no longer interested. This company has basically given me a product that does not work and taken my money. I'll ensure I share that information with anyone who will listen. I'm not going to wear something that is pulling out a front tooth and making my jaw so crooked I cry at night. Clinical review: we recommended fit tips to address the immediate discomfort while the patient waits for a resolution regarding the misordered aligners. We also requested photos to evaluate if the aligners received are indeed the correct ones.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.